Manufacturer narrative:
H4: the device was manufactured from january 28, 2020 - january 30, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not clearly show evidence of leak. The photo only showed the device containing fluid inside the bladder (balloon), a tubing line and a drop of fluid at the distal end of the white flow restrictor without the closed blue winged cap. The reported issue could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had "liquid in the line". There was no patient involvement. No additional information is available.